Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported blank screen issue which was reproduced during evaluation at power up. The cause was determined to be failed pixels in the liquid crystal display (lcd) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. There was no patient involvement. No additional information is available.